Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 00784802301, mod neck g1 12/14 neck taper use with +0 heads, lot#: 63802336. Catalog#: 00625006540, bone scr 6.5x40 self-tap, lot#: 63596944. Catalog#: 00877502802, bioloxâ® delta, ceramic fem head, m, ã¸ 28/0, taper 12/14, lot#: 2880057. Catalog#: 110010245, g7 osseoti 4 hole shell 54mm f, lot#: 6039867. Catalog#: 110024464, g7 dual mobility liner 44mm f, lot#: 108410. Catalog#: ep-200160, act artic e1 hip brg 28x54mm, lot#: 148490. Catalog#: unknown, m/l taper stem. Reported event was confirmed due to clinical notes. Clinical notes confirm patient was admitted seven days post revision for treatment of pneumonia and exacerbated chronic obstructive pulmonary disease (copd) symptoms. The patient was discharged the next day. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01698, 0002648920-2019-00524.

Event description:
It was reported patient underwent second hip revision approximately 2 years post implantation due to reoccurring dislocations. It was noted the patient then developed pneumonia and exacerbation of chronic obstructive pulmonary disease shortly after the last revision surgery. Patient was given IV steroids and IV antibiotics and discharged the following day. No further event information available at the time of this report.